Manufacturer narrative:
Additional narrative: sep 25, oct 6 & 9, 2017: claim letter and kennedys email notification received. Patient was revised due to MRI scan results indicating metal issues. This complaint was updated on oct 13, 2017. Update oct 24, 2017: additional information received: this is being actively litigated. This complaint was updated on oct 26, 2017. Update nov 30, 2017: additional informaton received. Updated date of revision the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sep 25, oct 6 & 9, 2017: claim letter and (B)(6)'s email notification received. Patient was revised due to MRI scan results indicating metal issues. Update oct 24, 2017: additional information received: this is being actively litigated.

Manufacturer narrative:
Sep 25, oct 6 & 9, 2017: claim letter and (B)(4) email notification received. Patient was revised due to MRI scan results indicating metal issues. This complaint was updated on oct 13, 2017. Update oct 24, 2017: additional information received: this is being actively litigated. This complaint was updated on oct 26, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.